Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sterile breach was broken due to ¿slit in trays between compartments¿ found on 5 ml bd luer-lok¿ syringes prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results - one 5ml tray received by bd canaan and evaluated. The defect was confirmed to be a crack in the divider wall. This complaint references a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. A CAPA was opened to address this defect. Conclusion - bd has initiated a CAPA # (B)(4) to document further investigation and root cause(s) of this product issue.